Event description:
It was reported to manufacturer that high impedance was observed during the vns patient's office visit. Patient's device has been switched off. No patient manipulation or trauma occurred to have contributed to the event and x-rays were sent to manufacturer for review. Based on the review of the provided x-rays, no obvious lead discontinuities or acute angles were observed in the portions of the lead body that could be assessed. The reported high impedance could possibly be due to an incomplete lead connector pin insertion or possibly a lead malfunction. The patient has not yet been scheduled for surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.